Event description:
It was reported that the device showed a blue screen. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll for evaluation and the reported issue was not confirmed. The device underwent extensive testing and passed full functional testing without issue. The device log files were reviewed and there were no indications of a device failure found in the log files; therefore, we are unable to determine the root cause of the reported malfunction.